Manufacturer narrative:
The arms were returned for evaluation. The alleged condition could not be duplicated. - attachment: [rpe 5456 signed.pdf].

Event description:
Provider alleges when the consumer was pushing down on the right arm, the arm allegedly buckled under pressure and fell down causing the consumer to fall out of the chair.

Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges when the consumer was pushing down on the right arm, the arm allegedly buckled under pressure and fell down causing the consumer to fall out of the chair.